Manufacturer narrative:
The investigation determined non-reproducible and higher than expected vitros troponin I es (tropi es) results were obtained from two different patient samples processed using vitros troponin I es reagent with a vitros 5600 integrated system. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros tropi es lot 3070 performance issue is not a likely contributor to the event, as qc results prior to the higher than expected vitros tropi es results were acceptable. Ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 3070. An instrument issue did not likely contribute to the event, as a pre-service precision testing indicated the vitros 5600 integrated system was performing as expected. An ortho fe performed metering adjustments on the microimmunoassay subsystem of the vitros 5600 integrated system and verified that no contamination was identified within the microwell incubator. Following ortho fe service actions, the performance of the biorad qc fluids has been acceptable. Pre-analytical sample processing could not be ruled out as a contributing factor as the customer is not following the sample collection device manufacturers¿ recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
A customer obtained non-reproducible and higher than expected vitros troponin I es results from two different patient samples processed using vitros troponin I es reagent in combination with a vitros 5600 integrated system. Patient sample 1 result of 3.07 ng/ml versus the expected result of < 0.012 ng/ml patient sample 2 result of 3.260 ng/ml versus the expected result of < 0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected, non-reproducible troponin I es results were reported from the laboratory, but a physician questioned both results and corrected reports were later issued for both patient samples. There were no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).